Manufacturer narrative:
Reported event of incorrect measurement was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including test found no anomalies contributing to reported event of incorrect measurements. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a diagnostic anomaly resulting in missing symptom episodes was observed on the device. The device was removed during a routine pacemaker implant to treat the patient. The patient was in stable condition.